Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2025. The insertion site was on the abdomen. The detachment occurred close to the site location. The infusion set had been in use for 1 day. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007858 in question was manufactured at the reynosa site. DHR review: the lot 6007858 was manufactured according to the work instruction (wi) version 18 and packaging in the machine multivac 14 on 28-jun-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4f03712 was manufactured according to the work instruction (wi) version 16 and manufactured in the machine lc05, on 20-jun-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4f03714 was manufactured according to the work instruction (wi) version 16 and manufactured in the machine lc05, on 24-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f03720 was manufactured according to the work instruction (wi) version 15 and manufactured in the line lc01, on 28-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f06085 was manufactured according to the work instruction (wi) version 15 and manufactured in the line lc01, on 30-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.